Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the closurefast catheter, a high temperature issue occurred and error code 350 was displayed on the generator. The targeted peripheral vein was the mid segment of the great saphenous vein. The procedure was completed using an alternative modality, non-medtronic device. The lumen was flushed prior to use, tumescent infiltration was utilized, and no resistance was encountered during device advancement. The instructions for use were followed without issue. The generator was power-cycled as a troubleshooting step, but this did not resolve the issue. The device was safely removed from the patient. No health consequences or impact were reported, and the patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis lot number # 250620042 was additionally confirmed on the device catheter label which matches lot# in the complaint file. No ancillary devices or images were returned with the device. No damage was noted to the catheter heating element/coil the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft; the kink was observed at approx. 41.5 cm from the distal tip of the device the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 86.1 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 124.1 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.69 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) all 4 tests passed and are inside the specification and acceptance criterion. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿treatment halted. Temperature high. Please press ok to continue.¿ being seen on the rfg2 generator <(>&<)> ¿treatment halted. Temperature high. Please press ok to continue.¿ being seen on the rfg3 generator. The device was disconnected and reconnected; however, the same error messages appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.